Event description:
This unsolicited device was received from united states on (B)(6) 2013 from a consumer. This case concerns a (B)(6) male pt who experienced bad knee pain was after receiving synvisc one. No relevant medical history, past drugs or concurrent condition was reported. Concomitant medication reported include cortisone. On an unspecified date in (B)(6) 2013 (4 months ago), the pt initiated treatment with synvisc one at a dose of 6 ml (route, batch/lot number and expiration date unk) in both knees for unk indication. It was reported that it worked for first couple of months. On an unspecified date in 2013, the pt experienced bad knee pain again. It was reported that the pt does not want to get replacement of knees done. The doctor did not aspirate any fluid before injecting. Doctor also put in the same injection cortisone. It was also reported that the pt was not sure if the doctor mixed synvisc-one and cortisone or not. Action taken: not applicable. Corrective treatment: not reported. Outcome: not recovered. The doctor also refused to give another synvisc one before 6 months. A pharmaceutical technical complaint (ptc) initiated. The conclusion was pending for the same.